Manufacturer narrative:
A ge rep evaluated the system and performed a collimator and beam alignment. System operates as intended.

Event description:
Customer reported the maximum vs minimum field size fails reading. No pt injury was reported.